Manufacturer narrative:
Patient identifier and weight not available for reporting. Date of event: date of fracture rotation is not known. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was originally implanted with a short tfn-advanced proximal femoral nail (tfna) on (B)(6) 2017 as treatment for hip fracture. On an unknown date after the primary surgery the patient began having pain. On an unknown date the patient had an x-ray done of her hip that revealed rotation of the hip fracture. Patient was returned to surgery on (B)(6) 2017 for removal of the tfna. During the revision the short tfna nail and helical blade were removed whole and intact and the patient was implanted with non-synthes longer nail. No surgical delay or patient was reported. The procedure was successfully completed. The patient outcome was stable. This report is for one (1) unknown tfna. This is report 1 of 1 for (B)(4).